Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7080213.